Manufacturer narrative:
Conclusion code not available. The distal segment of the lead was returned for analysis. Five internal insulation abrasions breaching right ventricular (rv) and ring electrode (re) cables lumens and one lead-to-can external insulation abrasion breaching rv cables lumen were noted proximal to rv shock coil. Rv and re cables coatings were intact and the inner coil was not exposed in these abrasion regions. In addition, both rv cables were broken and separated in one internal abrasion which was consistent with explant damage. Other damages found on this piece were consistent with those occurring at time of explant. Electrical tests that could be performed on this piece did not find shorts on any conduction paths. The field report of insulation abrasion was confirmed. As a result of this finding, actions to prevent reoccurrence have been implemented.

Manufacturer narrative:
(B)(4).

Event description:
During a device replacement, the riata lead was extracted due to externalized conductors. The device was explanted and replaced. The patient is stable.